Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported a heart attack. The indication for use is unknown. Additional information from the healthcare professional (hcp) reported the patient had a heart attack one day after the basic evaluation was placed. The hcp noted there was no apparent issue with the device. The hcp stated the patient was seen in the hospital by cardiology. The hcp noted the basic evaluation was removed and no further treatment with the interstim was to be done at the time of the report.

Manufacturer narrative:
Medical safety assessment reviewed the event and determined that the event of a heart attack one day post procedure and its reported severity is not related to the device or therapy because medical records received note that the device had not been activated. A cardiac event in a patient with coronary artery disease (cad) is a risk of any surgical procedure. In this case, the patient presented to the hospital the day after the procedure with lightheadedness and weakness, was admitted to the hospital and subsequently suffered a ventricular fibrillation (vf) cardiac arrest. Upon cardiac catheterization, the patient was found to have a 100% blockage of the proximal right coronary artery (rca) with heavy thrombus burden. Medical safety assesses the cardiac event, in the presence of a patient with cardiac history, and its reported severity as labeled per the interstim ifp manual (m925905a005) which states the following, ¿risks normally associated with surgery¿ as potential adverse events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient presented to the emergency room for further evaluation for dizziness, lightheadedness, weakness, and orthstasis, and the physician noticed intermittent narrow complex tachycardia. The patient was transported to the medical floor and had v. Fib arrest at 525 and a loss of pulse. Acls was initiated with chest compressions, life saving pressors, the patient received one shock with rosc and spontaneous movements were noted. The patient received a dose of amlodarone and epinephrine and their rhythm became bradycardic and hypotensive and required initiation of levophed and dopamine. The patient was intubated for airway protection. Upon cardiac catheterization, the patient was found to have a 100% blockage of the proximal right coronary artery (rca) with heavy thrombus burden. The patient also developed a possible aspiration pneumonia and was placed on antibiotics. The patient was seen on (B)(6)2017. The patient developed moderate swelling of their lower extremities and gained about 14 pounds. The patient was seen on (B)(6) 2017. The patient denied dizziness, palpitations, syncope, chest pain, unusual shortness of breath, pnd, or bleeding problems. The patient was interested in attending cardiac re habilitation. The patient was seen on (B)(6) 2017. The patient was at cardia rehabilitation recently and was found to have a low heart rate in the 30s. A recent heart monitor was consistent with a complete heart block with ventricular escape and pvcs and cardiac anatomy was consistent with dextrocardia. It was reported that the patient had a complicated past medical history that included: ventricular fibrillation; stage 4 chronic renal impairment; type 2 diabetes mellitus with hypoglycemia without coma with long-term current use of insulin; orthstatic hypotension; paroxysmal tachycardia; elevated troponin; iron deficiency anemia; hypernatremia; seizure; dextrocardia; eye surgery; leg surgery. It was noted the device for urinary incontinence had not been activated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.